Event description:
It was reported that during a rotational atherectomy procedure, the tip of the guide wire fractured. During ablation, the tip of the guide wire sheared off and came to rest in the distal left descending artery of the heart. The tip of the guide wire was retrieved with a snare. Patient status is "unknown".

Manufacturer narrative:
The wire was disposed, therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.